Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient lost weight, causing the ipg to be superficial. The patient experienced pain, due to the issue. Surgical intervention was undertaken on (B)(6) 2024, during which the ipg was moved from left flank to right flank. And restoring therapy.